Event description:
It was reported that rising capture thresholds were observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in two pieces, the connector pin and distal tip. Approximately 4.9cm of the lead was not returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.